Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies were found. As received, the lead segment of the extension was severely kinked with all wires broken at approximately 11cm from the header end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including four percutaneous leads implanted in the supraorbital area (off-label location) and a lead extension on (B)(6) 2010. It was reported that the patient was not feeling stimulation from the leads. A diagnostic test revealed invalid impedance measurements for all lead contacts, and an x-ray showed the extension to be seated in the header. Surgical intervention was undertaken to rectify this matter. No impedance issues were found with the leads during intraoperative testing. As such, the physician replaced the patient's extension. Effective stimulation was recaptured as a result of the procedure.